Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported a recognizable bright white spot artifact on a CT scan of the brain. A philips field service engineer (fse) went to the site to evaluate the system. The fse confirmed there was no harm or misinterpretation as a result of the artifact and no confirmed report of a rescan being performed. The fse confirmed the customer¿s allegation of misdiagnosis was addressed in a different record ((B)(4)). The fse evaluated the system and found that an output error of the detectors at the center of the data measurement system (dms) was causing the artifact. This report was initially submitted regarding a cracked compensator in the a-plane collimator. However, the artifact was due to an output error of the detectors and not from a crack in the compensator. The fse swapped the modules at the center of the dms with other detectors to resolve the issue; the artifact did not recur. The system is in clinical use. This issue was determined not to be a reportable event.